Event description:
It was reported that during follow-up, high, out of range pacing lead impedance and noise were observed. During the procedure, insulation damage and externalized conductors at the clavicular location were noted. The lead was explanted.

Manufacturer narrative:
Evaluation description: fractures of the insulation were noted at 24.0cm and 46.0cm from the connector pin. External insulation abrasion was noted at 24.0cm from the connector pin, consistent with lead friction to the ICD can. The optim insulation was melted at this location. External insulation abrasion was noted at 26.1-26.3cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. A fracture of the inner coil was noted at 27.9cm from the connector pin consistent with clavicle crush damage. The conductor cables were pulled out of the lead body adjacent to the fracture area. This fracture is consistent with the observation from the field of noise.